Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown liner-unknown, unknown-unknown cup-unknown, unknown - unknown stem - unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00516, 0001822565 - 2020 - 00518. Reported event was unable to be confirmed due to limited information received from the customer. Review of x-rays by a third party hcp notes right total hip arthroplasty with malposition of the acetabular cup vertically oriented predisposing the patient to dislocation. Superior position of the femoral head within the acetabular cup suggesting polyethylene wear with partial dislocation/subluxation. Device history record review was unable to be performed as the lot number of the devices involved in the event is unknown. Complaint history review cannot be performed without product identification. Radiographs were provided and reviewed by a health care professional. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product remains implanted.

Event description:
It was reported patient has been indicated for revision due to poly wear. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No additional information on the reported event.

Manufacturer narrative:
Reported event was confirmed by review of radiographs by a hcp. Review of the available records identified the following: right total hip arthroplasty with malposition of the acetabular cup vertically oriented predisposing the patient to dislocation. Superior position of the femoral head within the acetabular cup suggesting polyethylene wear with partial dislocation/subluxation. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a revision procedure due to poly wear causing partial dislocation. During the procedure the cup, head, and liner were revised. No surgical delay or complications reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.